Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds and diminished r waves. The lead was initially reprogrammed then a revision was attempted. During the revision the lead helix would not extend and the lead had to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that although the helix was bent, it extended and retracted within specification. If information is provided in the future, a supplemental report will be issued.